Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the issues of image temporarily disappearing, e216 error, b30 error, and disappearance of scope identification information, it is likely that the failure of the charge coupled device (ccd) or the internal circuit board of video connector caused the events. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5.

Event description:
Additional information received from the customer reported the date the switch stopped working was unknown.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, the device evaluation found other failures. The screen became black, no image was displayed and scope communication error e216 occurred due to a damaged imaging unit. A b30 scope communication error occurred due to dirt on the electrical contact of the video connector. The adhesive on the bending section cover was missing the scope identification data was not included. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the switch button 2 on the endoeye flex deflectable videoscope would not work. During the testing and inspection of the returned device, the evaluation found that the device had experienced temporary image loss, scope communication errors, e216 and b30, scope identification information loss and chipped adhesive of bending section cover. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunctions found during device evaluation.